Event description:
It was reported that during a therapeutic hydrothermal ablation procedure, the physician observed a possible inconsequential perforation during hysteroscopy. The procedure was continued and during the heating stage the system generated a fluid loss alarm of a 6 ccs. The procedure was aborted immediately. While in the cool down stage the physician saw a minuscule perforation utilizing the hysteroscopy. The physician felt that it would heal on its own. A full recovery is expected. No further info forthcoming.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.